Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that their upper and lower teeth are not aligned properly. Their upper teeth are too far out, not in line with the lower teeth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.